Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015,explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type :lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from the healthcare professional (hcp), via the manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced pocket discomfort and had pain at the ins site. The patient complained of sharp pains that seemed to come from under the ins battery and extend toward their groin. There were no known external factors that may have led to the issue. The rep noted that they were meeting with the patient on (B)(6) 2018. On 2018-05-01 additional information was received via a manufacturer representative reporting that the cause of the pain was undetermined, and the patient had been wiping repeatedly due to diarrhea on (B)(6) 2018. The ins settings were checked and within normal range with the patient reporting 95% relief from the therapy. The manufacturer representative reported that the patient had not been in contact since 2018-04-09. No additional symptoms, or additional device complications were reported. On (B)(6) 2018 information was received reporting that the patient had the pair of ins's removed and replaced with a different manufacturer's implantable neurostimulator. The patient stated that one ins was on top of their sciatic nerve, and the leads were wound up under the ins, keeping them from receiving trigger point injections for back spasms. The patient reported that they had gained 30 pounds and had constipation causing their belly to swell and that these symptoms were unrelated to their device or therapy. The patient stated that the weight and bloating may have pulled the ins that was putting pressure on their sciatic nerve. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.